Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited intermittent noise, which caused tracking at high rates and inappropriate automatic mode switch. Programming changes were made. Patient condition could not be obtained.

Event description:
New information received noted that the atrial lead continued to exhibit noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces, the connector portion measuring 6.5 cm and the distal portion measuring 46.0. External insulation abrasion was found at 28.7 ¿ 29.7 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can.